Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that the patient's insulin pump experienced an alarm anomaly. The patient's blood glucose level is 213mg/dl. Trouble shooting was conducted. Device is being returned. No further information available.

Manufacturer narrative:
A cracked reservoir tube lip, minor scratches on the display window and a cracked case near display window corners were noted during the visual inspection. There were constant motor error alarms during the rewind due to corroded motor home switch. The insulin pump was monitored and no constant tone or beep was noted. All buttons functioned properly and no damage was noted on the keypad traces.